Event description:
Failure to follow product labeling and instructions for use resulted in inadvertant introduction of the non-sterile outer graft packaging of a gelseal vascular graft into the sterile surgical field, necessitating re-establishment of the surgical drapery. The graft was not implanted. Another graft was used. No adverse consequence to the pt occurred and the surgery was carried out uneventfully. The MFR attributes this event to user error.